Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing appeared to be cut, resulting in insulin leaking at the leur lock connection. Additionally, fiasp insulin was being used. A new cartridge was successfully loaded to address the event. Blood glucose was approximately 396 mg/dl. Tandem technical support educated the customer on the labeling guidelines.